Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that all drawers 7.2 was failed a field service engineer replaced solenoid, drawer, controller, and retractor band to resolve this issue. Preventative maintenance has performed the system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system all drawers was failed. The customer stated that there was a delay in dispensing workflow. The customer added that this malfunction occurred when trying to issue a medication to a patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer would not open and could not be restored through programming or a hard reboot. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. As per part investigation, it was determined that the root cause of the complaint component was generated by a malfunctioning drawer controller board. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative, imdrf annex codes, section b describe event or problem, section d device available for eval and returned to manufacturer. Correction: section d medical device brand name, medical device model, medical catalog, unique device identifier (UDI), section e initial reporter first name, initial reporter last name, initial reporter e-mail, initial reporter occupation and other occupation, section g manufacturing location, reporting office, section h device manufacture date. The reported condition of failed drawer was confirmed by fse and subsequently confirmed in the dchu testing and inspection process. The device was initially evaluated by the field service engineer (fse) under work order (wo) (B)(4). The fse reported that replaced drawer 7.2, the solenoid, drawer controller board and retractor band. Reseated all connections and tested on hardware test application. The station was left working fine. Covered drawer 7.2 in the aux and tested fine in the application. During dchu visual inspection: p/n 151622-01: the part was received at dchu san diego with no signs of physical damage, fluid ingress or missing components. P/n 353844-01: the part was received at dchu san diego with no signs of physical damage, fluid ingress or missing components. P/n 353578-01: the part was received at dchu san diego with signs of overheating on the shielding of the copper coil. During dchu testing: p/n 151622-01: dmm testing determined a faulty mosfet q601. No further testing was performed. P/n 353844-01: dmm and hta testing determined a faulty board since the functional test failed. P/n 353578-01: since thermal damage was detected during visual inspection, no testing was performed. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: it was determined that the root cause of the complaint component was generated by a malfunctioning drawer controller board.